Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. H3: product analysis found visually, the device was returned in a small zip lock bag. There was no damage in the construction of the device (few indentions on the outer hub). There was no residue or biological contamination noted on the device. The inner hub was not damaged (seal was intact). Functionally, the inner assembly spun freely by a hand and there was no binding. The device seated securely into the handpiece and ran at 3,000 rpm. The blade was not rotating (oscillating) at all. The blade was taken out from the handpiece and seated back again into the handpiece, ran at the same rpm as first time (still was not rotating). In the returned condition, there was an out of specification condition that was related to the complaint. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that pre-op, the doctor installed the blade into the handpiece for testing, he found that the blade does not rotate smoothly or vibrating. The doctor tried to reinstall the blade but useless. Finally, the doctor changed a new blade to complete the surgery. No patient involved.